Event description:
Patient self tester had discrepant results with inratio meter compared to coagucheck xs meter. Date: (B)(6) 2010, inratio: >7.5, coagucheck xs: 2.8. Patient's target therapeutic range is 2.0-3.0. Patient sent new lot (234526) and tested on nurse's meter and received 2.0 result. Patient used new lot on his own meter and received an error message.

Manufacturer narrative:
Investigation pending.